Manufacturer narrative:
Device was received with unresponsive all the buttons due to moisture damaged electronic assembly on electrical board. No unexpected stuck button error alarm or moisture damage on keypad traces noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had down button gets stuck and that has caused high blood glucose. Customer stated they did not press a button down for 3 minutes or longer. The insulin pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.